Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that they were sore after the fall and they "checked programmer right after fall" and continued to do so until healed. The patient's symptoms have not resolved as of yet, but the patient was scheduled to see their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing symptom return and urinary frequency in that the patient was getting up every 45 minutes at night to go to the bathroom. The patient indicated that they recently suspected a uti and that the ins had been checked therapy, therapy was on, at the same setting, but the patient was not quite where they were before the symptom return. The patient further reported a fall in which the patient twisted their ankle, sliced their elbow, and bruised their knee up to their hip. After the call the patient indicated that their "whole insides hurt" and that the symptom return started right after that. The patient was advised to follow-up with their healthcare provider (hcp) to have the ins checked and regarding the possible uti. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.